Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained of questionable inr results from coaguchek xs meter serial number (B)(4) compared to the laboratory result. The laboratory method and reagent was not provided. At 9:30 am the result from the meter with fingerstick was 4.9 inr. At 10:00 am the result from the laboratory with venous blood was 3.7 inr. There was no allegation of an adverse event. The customer's warfarin dose was adjusted based on the meter and laboratory results being above the customer's therapeutic range. The customer's overall health was "fair". The customer's therapeutic range was 2.5 - 3.5 inr. The customer was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer has had no changes in diet, no recent illness, no new medications, no bleeding, and no bruising. The device was requested to be returned for investigation.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Relevant retention test strips (lot 361438) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.